Manufacturer narrative:
Findings: the battery tube was found corroded. Unable to perform all function all testing including the displacement, operating currents and verify failed battery test alarm, weak battery alert, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to corroded battery tube. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The battery tube was found corroded. Unable to perform all function all testing including the displacement, operating currents and verify failed battery test alarm, weak battery alert, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to corroded battery tube. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.